Event description:
It was reported the pt had an advance sling implanted. The pt's incontinence worsened after the sling was implanted. The pt was implanted with another incontinence device on (B)(6) 2013. No add'l pt complications have been reported in relation to this event.

Manufacturer narrative:
Should add'l info become available regarding this event, it will be re-evaluated and a f/u report will be sent.